Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the connector portion of the lead was returned in one piece for analysis. Visual inspection of the partial lead found a full breach outer insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.